Event description:
The customer reported that during transport in a helicopter while the unit was in use on a pt, the unit's batteries break down and the unit shutdown. The customer stated that the pt circulation was unstable. After the event, the pt was reanimated and died. After f/u, the customer stated that the event was not the main reason for the pt's death. A 63 years pt, male, was transported on (B)(6)2010. The pump indicated a fully charged battery. During the flight, the iabp sounded an alarm for low battery and switched off after 2 minutes later. The time for using with battery was 40 minutes. The pre-existing high-grade cardiovascular insufficiency transferred with causation to an reanimation situation.

Manufacturer narrative:
The company rep replaced the batteries. The unit was tested to factory spec. It functioned normally and was returned to the customer. Datascope requested the batteries for investigation but the customer reported that the batteries were not available. The results of the preliminary investigation determined that there are multiple possible root causes for a "low battery run time" event. As a result, datascope has initiated a testing regimen for returned batteries to determine and challenge capacity and output, both before and after recharging, as well as other assessments of battery condition. In addition, we are instituting life cycle testing of new batteries which is a longer term project. Testing of returned batteries has begun, and datascope will collect and analyze data over the next several months. The life cycling protocol will require in excess of nine months.